Event description:
Obstruction, dense adhesions. A 74-year-old female with a history of diverticulitis with sigmoid narrowing underwent a sigmoid colectomy with primary anastomosis and lysis of adhesion procedure on 5/13/98. At the end of surgery 3 sheets of seprafilm were placed in front of colorectal junction, over the small bowel, and between omentum & anterior abdominal wall. The pt's post-operative course was marked by development of partial bowel obstruction initially, becoming a complete bowel obstruction over a period of 8 days. On 5/23/98, the pt underwent an exploratory laparotomy for small bowel obstruction, during surgery, severe adhesions were found between the omentum and undersurface of the small bowel. The omentum was removed and approx 1 foot of the terminal ileum was removed due scarring and adhesions from previous surgeries and the recent surgery. A pathology report revealed "bowel with extensive adhesions; mesenteric fibromatosis with fat necrosis; negative for malignancy." The reporting physician believes the extensive adhesions were found mostly in the area of the abdomen where seprafilm was applied.